Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event: date of the event is estimated.

Event description:
It was reported that patient had not charged in their device in years resulting in the ipg becoming inoperable. The device was explanted, and a new device was implanted. Therapy was restored post procedure.